Event description:
Healthcare professional reported rupture, severe stiffness, pain, swelling, seroma in the last year. Ultrasound showed capsular contracture and deformation. This record related to left side. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, g4, h4.

Event description:
Healthcare professional reported rupture, severe stiffness, pain, swelling, seroma in the last year. Ultrasound showed capsular contracture and deformation. This record related to left side. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Capsular contracture unable to observe as it is not related to the device. Edema: unable to observe as it is not related to the device. Seroma-late: unable to observe as it is not related to the device. Additional observations: observed creases on the device. Brown particles observed on the surface of the shell.

Event description:
Healthcare professional reported rupture, severe stiffness, pain, swelling, seroma in the last year. Ultrasound showed capsular contracture and deformation. This record related to left side. The device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported rupture, severe stiffness, pain, swelling, seroma in the last year. Ultrasound showed, capsular contracture and deformation. This record related to left side. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Cont e1: phone number - (B)(6). F2203, imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events capsular contracture and seroma-late are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, capsular contracture, baker grade not specified.